Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient was using group b and was feeling strong stimulation sensations in her arms. The patient claimed that she turned stimulation off because the sensation was too strong. The patient attempted to use group a and felt like she was feeling stimulation in her neck. Normally the patient didn¿t feel the stimulation. The patient had an appointment with a physician on b)(6) 2017 and was to let them know to have a manufacturer representative (rep) available if necessary. It was noted that this was a sudden change in therapy/symptoms.